Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though no verified, patient's legal representative stated pain and recurrence.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. One altis sling was received for evaluation. Examination of the returned component revealed the dynamic suture to be detached at the mesh/suture joint. The dynamic and anchor and tensioner were detached and not received with the device. The static anchor was bent, indicating the static anchor was most likely implanted. The detached dynamic suture appears to be curled, indicating it most likely delaminated from the sling. No blood was noted on the sling. The information received stated the dynamic suture was detached when placing the sling and the anchor remains in the patient. Quality confirms the dynamic suture separated from the sling. However, the information does not indicate how the suture detached when placing. Quality is unable to confirm how this separation occurred. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.